Manufacturer narrative:
The returned screw was broken at the first thread away from the screw head. The rest of the screw tail was not returned. It is unknown how or when the damage occurred. The head of the screw was damaged. Damage to the head may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. Proteinaceous debris was observed on the exterior of the screw. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery, the timesh screw broke when the surgeon was tightening it. According to the report, there was no injury to the patient.